Event description:
It was reported that during a follow, noise was observed on rv lead. The noise was reproduced with arm movement. The patient was not yet ready for a lead replacement procedure and it was scheduled for a future date. The patients condition is good.